Event description:
Baxter (B)(4) received a report that several infusors leaked after filling. The devices were filled with a 230-ml solution consisting of 84 ml of fluorouracil at a concentration of 50 mg/ml in dextrose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The concomitant medical products are currently unknown.

Manufacturer narrative:
(B)(4). Since the product code and lot number are unknown, a 510k number cannot be provided. The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.